Event description:
The contact stated that the customer had received back to back blood glucose readings of 200 mg/dl and 68 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events due to the readings. The strips are to be returned for evaluation, and the customer will trade up to a contour meter.